Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two samples were provided to our quality team for investigation. Through visual inspection, no damage or other defects that could contribute to the reported incident was observed. Functional testing was performed, aspirating liquid and the sample was found to function without issue, no air bubbles or leakage of any kind was observed. A device history review was performed for the reported lot: 2309008, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Six retained samples of lot: 2309008 were used for additional evaluation. The product was visually inspected, no defects or damage was observed. The product was then filled with water, no air bubbles or other issue were observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Designation commune : seringue 3 pièces 1ml tuberculine embout centré. Référence commerciale :303172 code famille : aawba. N° de lot :2309008 date de péremption : 31/08/2028. Uf n° concerned/s : pediatrics c - 6827. Description of non-conformity: when blood is drawn with the 3-piece syringe fitted with a 0.5mm epicranial needle 17mm long 25g reference 240.05, a large number of bubbles form, making the blood "foamy". This has the effect of disrupting the blood balance. This event is repeated with each use, by different operators, and appears to be independent of the batch used. In order to return the blood sample, the syringe has to be purged, which means additional handling for the operator. Date of occurrence, frequency: reported on 13/03/2024, has been occurring for several weeks. The device(s) concerned is (are) kept in the state : used / has been in contact with blood or other substances presenting a biological risk not satisfactorily decontaminated.